Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in storage of two untreated episodes. Technical services (ts) discussed the potential of the noise being related to electrode damage, or the suture sleeve covering up the sense b portion of the electrode. Ts discussed troubleshooting options to determine the cause including obtaining an x-ray. Additional information was received that the root cause of the noise was unable to be determined. Programming changes were made to the primary sensing vector. Subsequent information was received that continued oversensing of noise was observed during patient isometrics. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.